Event description:
It was reported that stent damage occurred. A 24 x 3.50 rebel bms stent was selected for treatment. However, during unpacking it was noted that the stent mesh was damage. There were no sign that the seal was compromised. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that stent damage occurred. A 24 x 3.50 rebel bms stent was selected for treatment. However, during unpacking it was noted that the stent mesh was damage. There were no sign that the seal was compromised. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and sheath kinks. The distal end of the stent is stretched/damaged starting 16mm from the proximal end of the stent. Inspection of the remainder of the device presented no other damage or irregularities.